Event description:
Inbound call from patient stating he needed a new pump. He was very upset due to the pump being broken. Unknown if pt missed any doses, unk of any adverse events. No further information or dates were provided. Reported to (B)(6) by pt/caregiver.